Event description:
As reported to coloplast though not verified, pt experienced eroded mesh complications. Surgery to remove eroded mesh was performed on (B)(6) 2013.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.